Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the surgeon used the mcs20 to take a vein graft from a patient's leg in a coronary artery bypass grafting (CABG) procedure. It looked great in the beginning but the clips cannot be formed during the fifth with continued use. The surgeon used suture to fix the damage. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n9143w. The analysis found that the mcs20 device was received with the cartridge cover tabs cracked. In an attempt to replicate the reported incident, the instrument was cycled and then it ejected 4 clips; finally, the device locked out as intended. No conclusion could be reached as to what may have caused the feeding incident. Possible causes for the found condition of the cartridge cover tabs may be hit a hard object or placing stress on a hard object. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.